Event description:
On (B)(6) 2022, it was reported by a facility representative via email that a patient in the shoulder arthroplasty registry study had a univers revers system implanted on 9/28/2021. On (B)(6) 2022, patient underwent a revision surgery which consisted of poly exchanged only. No further information has been received at this time.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.